Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2014. The revision surgery was performed due to the femoral head (non-omni) requiring a longer length. The surgeon removed and replaced the serf acetabular insert.